Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation alleged the patient suffered pain and discomfort as a result of the implanted asr hip. Doi: unknown - dor: none reported (right hip). Pt is a resident of the state of (B)(6). Update : (B)(6) 2013 - it has been reported that the patient's right hip was revised on (B)(6) 2013 to address pain; however, according to the part and lot information provided, the parts that were removed were pinnacle, rather than asr. Update: (B)(6) 2013 - amended litigation papers received. Litigation alleges that the patient suffers from grinding and popping, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Date of implant has also been provided. There is no additional information that would affect the outcome of this investigation. Update rec'd (B)(6) 2013- pfs and medical records received. The dor was also provided. Revision operative notes indicated metallosis and corrosion. The stem has been added to address corrosion. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the acetabular insert and femoral head. Per procedure, these devices are exempt from device history record review. One other report was found against the product 121735500 lot c56fl4000. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).